Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377760, lot# v016987, implanted: (B)(6) 2007, explanted: (B)(6) 2009-, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient had a revision because the wire came out. One wire pulled out of the patient¿s spine and they had to reinstall it. It was noted that the patient had a new surgeon at the time who put in a laminotomy paddle lead instead of the percutaneous lead. The lead wire pulled out of the patient¿s spine in 2007.